Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was preoperatively diagnosed with lumbar canal stenosis and underwent unspecified surgery. During surgery, the surgeon was inserting a cage at l3/4 using inserter, the cage¿s thread part broke, and inserter could no longer grasp the cage. Trial was used. (The height was same size and the length was undersized). The product came in contact with the patient. No fragments of the broken part remained inside the patient. No patient complications were reported as the result of the event.